Event description:
During product service by a service technician, a flogard infusion pump was found to have blown fuses. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. A visual inspection and power on self-test were performed. The visual inspection identified the blown fuses. The cause of the blown fuses was not determined. To correct the condition, the fuses were replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.